Manufacturer narrative:
Based on the results of the investigation, the root cause for the valve leak was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the insufflation unit had a leak from the electro-pneumatic valve. There was no patient involvement.